Manufacturer narrative:
The device was returned for evaluation with no packaging. The lot number could not be confirmed because the packaging was not returned with the device. During visual inspection, the balloon material was noted to be ruptured. During the functional inspection the balloon was not attempted to be inflated due to the damage noted. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation. As per the available information, the balloon was able to be successfully inflated during preparation and there was no leakage noted during preparation. The device was returned and the device was noted to be burst ruptured, confirming the reported event. It is probable that it was damaged during advancement to the target vessel or during inflation within the patient. An assignable cause of procedural factors will be assigned to the reported event of the balloon leaked during use and burst/ruptured during use and the analyzed balloon burst/ruptured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a middle cerebral artery acute thrombectomy case, the contrast agent used to dilate the balloon (subject device) leaked in the patient. The subject balloon was removed from the patient anatomy and dilated. It was found to have ruptured. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that during a middle cerebral artery acute thrombectomy case, the contrast agent used to dilate the balloon (subject device) leaked in the patient. The subject balloon was removed from the patient anatomy and dilated. It was found to have ruptured. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.